Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316 lot#: 16637197 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. It was also noted that the lead broke through the skin of the pocket that was formally occupied by the old explanted ipg. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was suspected of having an infection but it was not confirmed. No further information could be obtained.

Event description:
A report was received that the patient developed an infection. It was also noted that the lead broke through the skin of the pocket that was formally occupied by the old explanted ipg. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.